Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three capsules and delivery systems were returned for evaluation. Visual inspection noted the unit was mishandled. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if the minimum vacuum level (550 mmhg) is not obtained, reposition the bravo delivery device to achieve proper vacuum. Do not allow the delivery device to move during vacuum level acquisition. Failure to immobilize the delivery device can result in less than optimal attachment or non-attachment that. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s mouth. They manually retrieve the capsule using a forceps. The patient had a standard symptoms after gastroscopy (a sore throat and discomfort in the esophagus). A repeat procedure was done during the same event and it was successful. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate the placement of the capsule.